Event description:
It was reported that during a review of a ten site multi-center study, that over the past 18 months that there was a report of a tecnis toric lens that had decentered 6.3%. It is unknown if any intervention had occurred. No patient outcome or other information was provided. Per the study, the implant occurred in 2014. The actual date was not provided. No further information was provided. An MDR was submitted for the same ten site multi-center study under 9614546-2015-00105 whereby the same study presented tecnis toric lens rotations. It is unclear if this MDR is part of the same population.

Manufacturer narrative:
Age/date of birth: unknown; gender/sex: unknown; date of event: unknown; however, it was reported that the intraocular lens was implanted in 2014. Model/catalog no. The exact model and catalog number is unknown. It was reported that it is a monofocal tecnis toric lens (zct___). Serial number: unknown. Expiration date: unknown. If implanted, give date: unknown, however, it was reported that the iol was implanted in 2014. If explanted, give date: unknown if the lens was explanted. Unknown if the lens was repositioned or remains implanted. Date of manufacture: unknown. All pertinent information available to abbott medical optics has been submitted. Placeholder.